Event description:
The meter does not power on. Patient did not experience any symptoms. Patient did not seek medical attention or call their md. Customer service verified that the patient was using the correct test strips and meter still did not power on. Batteries have been replaced less than a year and customer service made sure batteries were correctly installed and meter still did not have power. Customer service sent patient a new meter.